Event description:
It was reported that an attempt was made to stent a saphenous vein graft (svg) with a xience v. The xience v stent delivery system (sds) would not cross the svg and during retraction, the stent implant dislodged and stayed in the femoral artery. An attempt was made to snare the stent; however, it was unsuccessful and the pt was sent to surgery. No additional info was provided.

Event description:
It was reported that during the procedure at the ostium of the renal artery, a 5.5x12 herculink plus stent system was advanced and deployed successfully at the target lesion; however, a dissection occurred at the distal end of the stent. A 6.0x12 herculink plus stent system was advanced and an attempt was made to overlap the previous stent to cover the dissection. The balloon was inflated to 10 atmospheres (atm) and then the balloon was deflated. Upon deflation of the balloon the stent jumped 30mm distal. The herculink plus balloon was advanced and was able to retrieve the stent to the site of the dissection. The balloon was inflated to 14atm and the stent again jumped distal. A 6.0x15 herculink plus stent system was advanced to the site of the dissection and the balloon was inflated to 10atm. The balloon was deflated and the stent jumped distal. A 8.0x40 non abbott stent system was advanced in an effort to cover the dissection, but the stent system could not cross and was removed from the anatomy. The two stents that remained distal to the dissection were retrieved using the herculink plus balloon and placed at the site of the dissection. The 6.0x12 stent remained 3mm from the 5.5x12 stent and the 6.0x15 stent remained 3mm from the 6.0x12 stent. The physician stated that the dissection caused the vessel to become an 8mm vessel and that is the reason why the stents were not adhering to the vessel. The physician also stated that once the dissection heals, the stents will adhere to the vessel. There were no adverse patient effects throughout or post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency. In this case, it is possible that an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement. It was reported the xience v was attempted to be used in a saphenous vein graft (svg) lesion. It should be noted the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU warns that the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. It is unknown how the attempted use of the xience v in the svg lesion may have contributed to the failure to advance and subsequent stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, a conclusive cause for the stent dislodgment could not be determined; however, the failure to advance appears to be related to the operational context of the procedure.